Event description:
It was reported that; pt is experiencing pain in the left hip area. Pt stated that she cannot stand up without using a cane and uses a walker to get around. Pt stated that she falls down easily. Additionally reported by sales rep on (B)(6) 2013: mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction with pseudo tumor formation after rejuvenate femoral component due to modular neck/stem mechanism or failure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Should add'l info become available, the evaluation summary will be submitted in a supplemental report. Note: the reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.